Event description:
Procedure type: laparoscopic small bowel resection. According to the reporter: the customer reports that on the 3rd firing to complete bowel anastomosis, the stapler fired and cut 2/3 then slipped down the bowel. There was minimal additional blood loss, but entire anastomosis had to be resected and redone. Additional bowel had to be sacrificed to create the new anastomosis with another device. The patient recovered fine.